Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales representative reported on behalf of the surgeon that the patient, who had initially presented with pain and swelling in the groin, underwent revision surgery on (B)(6) 2016. The patient had been implanted with an exeter stem, trident cup, ceramic liner and alumina head in approximately 2005 by a surgeon who since retired. The new surgeon initially suspected when the patient presented with symptoms that there may have been an issue with ceramic head and as such he carried out an anterior pelvic exploration and pseudo tumour debridement. On exploration it became apparent that the cup was too large for the patient's anatomy and had been rubbing against the patients tendon, causing the swelling. As such the surgeon went in posteriorly to carry out the revision. All devices were explanted successfully. The surgeon commented after the devices had been removed that there did not appear to be anything wrong with the ceramic and there appeared to be corrosion on the trunnion of the stem. The representative was in the case and commented that the trunnion looked worn, although he did not observe any corrosion.

Manufacturer narrative:
An event regarding altr (pseudotumour and suspected corrosion) involving an exeter stem was reported. Altr could not be confirmed as medical records were not provided. Further to this corrosion was not confirmed on analysis of the device. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), images of the device are included in the mar. "The anterior and posterior surfaces of the exeter stem were inspected. Two regions of debris were observed on the exeter, dark colored debris at the base of the trunnion and light colored debris on the stem. Samples of the two areas of debris were placed on scanning electron microscope (sem) stubs for further analysis." A material analysis concluded: "two regions of debris were observed on the returned devices. The stem was consistent with astm f1586 alloy. No evidence of corrosion was observed on the debris samples. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined." The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes and serial x-rays are needed to fully investigate the event. If further information becomes available investigation will be re-opened.

Event description:
The sales representative reported on behalf of the surgeon that the patient, who had initially presented with pain and swelling in the groin, underwent revision surgery on (B)(6) 2016. The patient had been implanted with an exeter stem, trident cup, ceramic liner and alumina head in approximately 2005 by a surgeon who since retired. The new surgeon initially suspected when the patient presented with symptoms that there may have been an issue with ceramic head and as such he carried out an anterior pelvic exploration and pseudo tumour debridement. On exploration it became apparent that the cup was too large for the patient's anatomy and had been rubbing against the patients tendon, causing the swelling. As such the surgeon went in posteriorly to carry out the revision. All devices were explanted successfully. The surgeon commented after the devices had been removed that there did not appear to be anything wrong with the ceramic and there appeared to be corrosion on the trunnion of the stem. The representative was in the case and commented that the trunnion looked worn, although he did not observe any corrosion.